Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient family member indicated patient's right lead was "just hanging there". The left lead was attached, and appears to be functional. Patient confirmed her left wire has been dislodged. Patient services was unable to determine if this patient has more then 1 lead inserted of if the wire was for her external neurostimulator (ens) device. Patient services has advised the patient to reach out to her hcp to have the wire reconnected if necessary. Patient also stated on the night of (B)(6) she was taking oxycodone for pain. The patient indicator for use were urgency frequency. No further complications were reported/anticipated.